Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. The reported device was manufactured and distributed by (B)(4), howmedica osteonics corp.¿s purchased certain assets of (B)(4) on august 1, 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting.

Event description:
It was reported that mobile bearing was displaced posteriorly. The mobile bearing was broken in half, on part was anterior and the other was posterior. Broken bearing was removed and replaced with new one.

Manufacturer narrative:
Referring to the product inquiry the sliding core uhmpwe, 6mm is the primary product. No further associated products were reported. Failures in material or manufacturing were not found. Review of the DHR and the raw material certificate for the reported sliding core revealed no discrepancies; the device was documented faultless prior to distribution. The explanted broken sliding core was forwarded to an external lab for analysis including microscopical examination. The provided pictures from the external lab show that the sliding core is completely broken in half in medial/lateral direction. Excerpt of lab report from exponent ¿retrieval analysis of star293¿: ¿summary and conclusions: stage I analysis is complete for the retrieved device (star293) per exponent¿s internal standard operating procedure (sop.200), which was created using astm f561 standard practice for retrieval and analysis of medical devices, and associated tissues and fluids, as a guide. The surface assessment using digital microscopy identified the polyethylene damage modes of burnishing, scratching, pitting, delamination, discoloration, surface deformation, and abrasion. The morphologies of the medial and lateral portions of the fracture surfaces were consistent with fatigue and ductile fractures, respectively. The location of the fracture initiation was unable to be identified due to the condition of the fracture surface but is likely to have initiated in the trough of the uhmwpe component. The subsurface white banding is also consistent with an oxidation of the polyethylene component.¿ the x-ray images provided and all available information was presented to a consulting health care professional for review. His comments: ¿I have reviewed the radiographs and the fractured poly photos. It appears that the poly did not show any irregularities that might have caused the fracture. It is difficult to analyze the radiographs, as they are all recent and after fractured poly. If we had earlier films, we may be able to see mal-alignment or deformity on the implant, but these films do not help.¿ the appropriate IFU points out that fatigue fracture of an implant may occur (¿adverse effects¿) which may require medical or surgical intervention. In addition, in the IFU it is stated under chapter ¿4.2 warnings and precautions¿: ¿the safety and efficacy of the star ankle have not been studied in patients weighing > 250 lbs (113kg).¿ this specification exactly corresponds to the indicated weight of the patient. Based on the above observations and referring to the patient¿s bmi of 41.5 the reported sliding core broke in a fatigue fracture most likely due to overloading postoperatively after an implant residence time of approximately 5 years and 2 months. Manufacturer related issues were not found. Review of complaint history, CAPA databases, risk analysis and labelling did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that mobile bearing was displaced posteriorly. The mobile bearing was broken in half, on part was anterior and the other was posterior. Broken bearing was removed and replaced with new one.